Manufacturer narrative:
Follow-up #1: date of submission 12-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 01-jun-2018 with the following findings: during investigation, the bolus history showed boluses were manually programmed & delivered. The pump was exercised for 24hrs; no unprogrammed boluses were delivered or recorded in the pump history during this time. Manually performed a 10u normal bolus and a 10u audio bolus successfully & both were accurately recorded in the pump history. There were no hypersensitive or stuck keys were observed on keypad. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was delivering boluses without user intervention. There were extra boluses recorded in the bolus history that were allegedly not programmed by the patient while they were sleeping. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.